Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced an infusion set tubing was detached from hub event on 07-may-2024. The blood glucose level was 117 mg/dl at the time of event. The infusion set was in use for 1 day. Patient customer replaced infusion set and resumed insulin deliveries successfully no further information available.